Event description:
It was reported that the patient had gone to the clinic in early (B)(6) with signs of withdrawal. The healthcare provider (hcp) thought that the catheter might be a problem, but only replaced the pump. Following the pump replacement, the patient was stable. The eri (elective replacement indicator) noted 12 months. The patient had heard no pump alarms. The pump was delivering baclofen. It was later reported that the pump was delivering lioresal (2000mcg/ml, flex daily dose of 780mcg/day). The patient had presented to the clinic with a high fever and increased spasticity. Only the pump was replaced; there was no catheter revision. By the next morning the patient was doing better. No dose increase or concentration changes were made.

Manufacturer narrative:
Concomitant products: product ID 8711, lot # j11478r56, implanted: (B)(6) 2003, product type catheter.

Event description:
Additional information later reported the patient was receiving effective therapy.